Event description:
A male patient new to dialysis had previously developed generalized hives during treatment with different dialysis. Prior to initiating this dialysis treatment, the patient was pre medicated with benadryl and the dialyzer was primed with a liter of saline. Ninety minutes into the dialysis treatment with the rvaclear dialyzer, the patient developed hives. Treatment was terminated early and the blood in the extracorporeal circuit was returned to the patient. The hives resolved once treatment stopped. It was determined the patient was allergies to polysulfone membranes; once his dialyzer was switched he no longer developed hives.